Event description:
It was reported by the customer that needles do not stay retracted after use if tilted slightly. No other information was received regarding any serious injury as a result of this product issue.